Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that the infusion set did not lock in properly and she had high blood glucose levels. The customer's blood glucose level was 440 mg/dl. The customer reported extreme thirst as a symptom. The customer treated with a bolus from the insulin pump. The customer also reported that the introducer needle broke off of the infusion set. The customer declined to perform the high pressure test due to being on vacation and not having enough supplies. The customer was advised to monitor their blood glucose levels. Nothing was replaced or returned.